Event description:
It was reported to philips that x-ray was not available. The patient was moved to another room to complete the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the x-ray was not available. The defective part was returned for failure analysis and confirmed the failed component was hdd bay. Upon further inspection, philips field service engineer (fse) inspected the system logfile onsite and confirmed the ip pc has errors and found it was not booting up. Fse replaced the ip pc and hard disk. After the replacement of ip pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.